Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure for hip procedure, the black knob of the aiming arm broke off while the surgeon was tightening the aiming arm to the insertion handle. The broken piece was retrieved. Surgeon used another aiming arm to complete the procedure with no further problems and no harm to patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation details that the sample was received for evaluation with the knob to tighten the attachment screw broken off and the press pin that holds the knob on is broken at the inner diameter of the knob and outer diameter of the screw on both sides. Dings and dented are located on all of the corners of the knob and the black anodize contained scratched and worn off of the edges. The black anodize on the aiming arm is scratched and worn on all the edges. The aiming arm shows signs of considerable use. In addition, the wear that appears on the device indicates continuous successful usage. The complaint condition is the result of mis-use where the knob was struck or the device dropped. There are no indications of any design or manufacturing related issues. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is invalid from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).